Event description:
This case was reported via regulatory authority health authorities - (B)(6) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain ++") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure at an unspecified dose and frequency. In 2012, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("very painful menstrual periods"), occipital neuralgia ("left-sided occipital neuralgia ++"), respiratory disorder ("ent disorder ++") with tinnitus and ear discomfort, weight decreased ("weight loss"), fatigue ("excessive chronic fatigue"), palpitations ("palpitations"), dyspnoea ("shortness of breath"), arthralgia ("joint pain all over"), paraesthesia ("lower limb tingling"), disturbance in attention ("concentration problems"), memory impairment ("memory problems"), mobility decreased ("reduced mobility"), neck pain ("neck pain ++"), temporomandibular joint syndrome ("cracking jaw(mouthpiece for the night)"), urticaria chronic ("chronic hives ++"), asthma ("asthma"), nausea ("nausea"), migraine ("migraines"), dizziness ("dizziness") and visual impairment ("visual disturbances"). In 2015, the patient experienced rash ("huge rash"). The patient was treated with surgery (measures currently being taken for removal). At the time of the report, the back pain, dysmenorrhoea, occipital neuralgia, respiratory disorder, weight decreased, fatigue, palpitations, dyspnoea, arthralgia, paraesthesia, disturbance in attention, memory impairment, mobility decreased, neck pain, temporomandibular joint syndrome, urticaria chronic, asthma, nausea, migraine, dizziness and visual impairment had not resolved and the rash outcome was unknown. The reporter considered back pain, dysmenorrhoea, rash, occipital neuralgia, respiratory disorder, weight decreased, fatigue, palpitations, dyspnoea, arthralgia, paraesthesia, disturbance in attention, memory impairment, mobility decreased, neck pain, temporomandibular joint syndrome, urticaria chronic, asthma, nausea, migraine, dizziness and visual impairment to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced back pain ++. Measures currently being taken for removal. This event is regarded as an anticipated event according to the reference safety information for essure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced back pain ++. Measures currently being taken for removal. This event is regarded as an anticipated event according to the reference safety information for essure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.